Manufacturer narrative:
H1 - corrected to malfunction in initial MDR. H6 - patient code 3191 is not applicable in initial MDR. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim#(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -9.50/1.0/088 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced for a shorter length lens during initial surgery due to excessive vault. This resolved the problem.. Cause of the event is reported as unknown.